Event description:
On 3/22 at 9/p, the pt "got up for the 9 o'clock snack." He began acting different and then turned voilent. A blood glucose result on his one touch profile meter was 275 mg/dl. His mother called the paramedics who arrived 15 minutes later and obtained a result of 15 mg/dl on their meter (unknown brand). The pt was treated on site with IV and sugar. He refused transport to the hosp. Other blood test results on the day of the event are: 12:32/p 53 fed insulin withheld, 5/p 144 fed nph insulin. The meter is reportedly cleaned according to MFR's recommendations, however, info regarding quality control check is not available.

Manufacturer narrative:
Co has completed its investigation of the MDR incident listed above &, after testing the device, co has not been able to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error or some unk anomaly. At this point, co investigation of this matter is closed.